Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 years, since the subject device was manufactured. Based on the results of the investigation, a root cause of the events could not be identified. However, it is likely, that an image was not output, because the power of the device was turned off. Olympus could not identify, why the power was turned off. No abnormality was observed, in the device. And the powers of the several system devices were turned off at the facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation however the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center image disappears and the power goes out. The issue was found during preparation for use in a diagnostic bronchoscopy procedure. There were no reports of patient harm. The procedure was completed with the same equipment.